Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via anterograde approach. The chronic total occlusion target lesion was located in the moderately tortuous and moderately calcified left posterior tibial artery (pta). A non-bsc guidewire was advanced to the lesion. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 14 atmospheres after being inflated for 20 seconds. The device was completely removed from the patient. The procedure was completed with a 2mmx20mm coyote nc mr at 15 atms. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es catheter with no other devices. There was blood in the inflation lumen. There were multiple hypotube kinks. Magnified inspection revealed a pinhole adjacent to the distal edge of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via anterograde approach. The chronic total occlusion target lesion was located in the moderately tortuous and moderately calcified left posterior tibial artery (pta). A non-bsc guidewire was advanced to the lesion. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 14 atmospheres after being inflated for 20 seconds. The device was completely removed from the patient. The procedure was completed with a 2mmx20mm coyote nc mr at 15 atms. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).